Event description:
It was reported that the user experienced hypoglycemia with continuous glucose monitor readings in the 60s, treated with oral glucose, and sought emergency evaluation where a glucometer measured 130 mg/dl; subsequent device calibration showed cgm at 150 mg/dl. Symptoms included sweating. Outcomes included emergency room evaluation without admission. Investigation included customer support review and recommendation to verify cgm readings with a glucometer and perform device calibration. Investigation of this case revealed prolonged low cgm readings inconsistent with capillary measurements, suggesting potential cgm inaccuracy until calibration, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.